Event description:
On (B)(6) 2025, a patient received a stent graft placement procedure using the fluency stent graft for iliac artery stenosis through a femoral artery access site. During the procedure, the stent head was deployed and it was stuck, and the delivery system was reportedly found to be fractured. Further, the device allegedly had difficulties in removing from the patient's body. Subsequently, the partially deployed stent was removed, and another device was used to complete the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient received a stent graft placement procedure using the fluency stent graft for iliac artery stenosis through a femoral artery access site. During the procedure, the stent head was deployed and it was stuck and the delivery system was reportedly found to be fractured. Further, the device allegedly had difficulties in removing from the patient's body. Subsequently, the partially deployed stent was removed and another device was used to complete the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but a photo was provided which shows the stent graft partially deployed and the outer sheath fractured which leads to confirmed results for partial deployment and sheath fracture. There were no indications of manufacturing deficiencies. In this case, it was reported that a 9f introducer was used with an .018" abbott guidewire for access, the tracking vessel was neither tortuous nor calcified, the device was flushed before use and the lesion was pre-dilated. Based on the provided photo and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding materials, an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035 guidewire. It is stated in the IFU that pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. D2, g2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.